Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The patient was a (B)(6) man in whom an abdominal aortic aneurysm was detected on ultrasound images obtained during a health examination. He was admitted to hospital the hospital. The physician diagnosed an abdominal aortic aneurysm (maximum diameter, 46 mm) on computed tomography and performed stent graft placement. There was no stenosis in the access route though, tortuosity and twist on the right eia were severe. After tae in the right iia, a zenith flex main body stent graft was inserted from the right fa, then the left iliac leg graft was placed in the left cia and the right iliac leg graft was placed from, the cia to the eia. Seven days after operation, CT confirmed stenosis caused by increased tortuosity between the most distal two stents on the graft. However, abpi and vascular ultrasonography did not confirm specific abnormality. Eleven days after operation, the patient suddenly experienced pain and a cold sensation in the lower right extremity. Acute limb ischemia in the right limb related to early occlusion of the iliac leg graft (thrombotic occlusion) after stent graft placement was diagnosed on corrupted tomography. The right iliac leg graft between the distal end and the proximal end of the stent was apparently severely bent and kinked because the right iliac leg moved peripherally after stent graft replacement. Also, stenosis in the distal side of the left iliac leg was observed. As a treatment, the physician performed balloon thrombectomy and self-expandable stenting of the affected region after percutaneous angioplasty, another manufacturer's stents luminexx (12 mm/8 cm and 12 mm/6 cm) being fully overlapped, one was put in another, were additionally placed inside the occluded right iliac leg graft. Luminexx (10 mm/8 cm) was additionally placed inside the left stenosed iliac leg graft. Fourteen days after the additional treatment, the patient was discharged from hospital. Information provided approximately 11 months after discharge from hospital says that the patient has kept seeing a doctor regularly by walk.